Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the stem bolt that holds the fork onto the frame has stripped out.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that on the left side the pn 1166172 threaded stud came loose from the head tube, which confirmed the original complaint issue.

Event description:
Provider states the stem bolt that holds the fork onto the frame has stripped out.